Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 31572795l and no internal actions related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a ventricular tachycardia ablation with a qdot micro catheter and the patient experienced cardiac tamponade that required drainage and percutaneous cardiopulmonary support (pcps). During the procedure (at the time of ablation), cardiac tamponade occurred, leading to a decrease in blood pressure, drainage was performed and pcps. The patient was under treatment in the critical care unit (ccu) but was reported not to require extended hospitalization. It was reported that there was a causal relationship with the product. There were no abnormalities observed prior to the use of the product. Additional information was received 24-jul-2025. Ablation was performed prior to noting the cardiac tamponade. No error messages observed on biosense webster equipment during the procedure. Additional information was received 08-aug-2025. One transseptal puncture site was performed during the procedure. The physician's opinion on the cause of the adverse event was the electrode catheter placed in the rv (right ventricle). However, ablation was performed prior to noting the cardiac tamponade. There was no evidence of steam pop. The correct catheter settings selected on the generator. No issue with flow rate change at the start of the ablation.